Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for stent migration for this product family, regardless of pt outcome. The wires were placed percutaneous in the pt, so they had to poke through the liver to get the wires through the bile duct. Two stents were placed as there was a stricture at the bifurcation. The first stent was placed in the left hepatic bag and it jumped about 1.5cm and thus was not placed on the markers as intended. The stent was intended to be placed into the duodenum. The device involved in this complaint is not available for eval. With the info provided, a document based investigation was carried out based on customer testimony. The wire was placed in the pt percutaneously and the stent was placed using the ercp method. The stent was placed in the left hepatic bile duct and during deployment the stent jumped 1.5cm approx into the duct instead of extending into the duodenum. According to add'l info provided. The proximal end was supposed to come out into the duodenum. Instead of that it jumped about 1.5cm into the duct instead of being visible in the duodenum." It was the intention of the physician to place the stent transpapilla, with 0.5cm of the proximal end of the stent in the duodenum. As per ifu0065-1 'stents bridging papilla should extend beyond papilla and into duodenum approx 0.5cm after deployment. In relation to this info, the following comments were provided by the r&d engineer 'the stent jumping forward is related to lack of axial stiffness of the current outer sheath/flexor'. As indicated by the r&d engineer stent jumping is related to outer sheath/flexor deficiency. This may have caused/contributed to the stent deployment difficulty the physician experienced if high deployment forces were experienced and the stent suddenly, the user may find it difficult to maintain accuracy of deployment. However, as the condition of use cannot be replicated in the lab, a definitively root cause of this event cannot be determined. Prior to distribution, all zilbs-635-10-8 devices are subject to visual inspection and functional checks to ensure device integrity. Based on the customer complaint info, it has been confirmed both the left and right hepatic stents are functioning correctly and the pt did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
The wires were placed percutaneous in the pt as they had to poke through the liver to get the wires through the bile duct. The first stent was placed in the left hepatic bag and it jumped about 1.5cm and was not placed on the markers as intended. The physician though they could correct it by placing a stent in the right side so they started to place that stent. During deployment, the proximal end of the stent was in perfect position but the distal marker of the stent was moving up. To correct the physician pulled on the catheter to try to move the stent down. In doing so, he deployed the stent and the stent stretched 2cm into the duodenum. The pt did not experience any adverse effects due to this occurrence. This report addresses the first device reported. An add'l separate report will be submitted in relation to the second device reported. Report reference 3001845648-2015-00065.